Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis, but it has not yet been returned. The alleged product issue could not be confirmed. If it is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported, during the procedure, the middle part of the stent cannot be opened. The stent still did not open after adjustment. Then, it was recovered and found that it could not be fully recovered. The catheter was removed and the stent assisted coil embolization was used to complete the procedure. There was no injury or intervention. The patient was reported to be "fine".

Manufacturer narrative:
One radiographic image and one radiographic video were provided for review. They are not labeled as to time or date. The review of the provided material is as follows: picture: lateral subtracted ica dsa with contrast. There is a small ophthalmic aneurysm. A fred is being deployed. The distal portion is in the mid-supraclinoid ica. The stent appears open to just distal to the ophthalmic artery. The microcatheter tip is in the distal ica siphon, proximal to the anterior genu of the cavernous ica. The fred between the microcatheter tip and the open segment distal to the ophthalmic artery is not open. About half to one-third of the proximal fred is still in the microcatheter. Video 1: 3-second video of a lateral subtracted ica dsa with contrast shows the same as the picture. The image and video confirm that the fred stent did not open, but do not explain why it did not open. A customer provided image of the device outside the patient was also provided for review. This image shows the stent deformed and partially deployed from the microcatheter, which is consistent with the alleged product issue. The investigation of the returned stent system found the stent partially deployed from the microcatheter. The stent was able to be resheathed into and deployed from the microcatheter without issue during the investigation; furthermore, the stent was able to fully open upon deployment. However, the inner stent wires were observed to be too long, which may have caused or contributed to the alleged stent expansion issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the long inner stent wires, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported, during the procedure, the middle part of the stent cannot be opened. The stent still did not open after adjustment. Then, it was recovered and found that it could not be fully recovered. The catheter was removed and the stent assisted coil embolization was used to complete the procedure. There was no injury or intervention. The patient was reported to be "fine."